Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 20055546 was reviewed and the product was produced according to product specifications. All information reasonably known as of 26 jul 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: 5ml/hr. Procedure: chemotherapy infusion, fluorouracil. Catheter placement: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the patient experienced a "fast flow infusion." There was no harm to the patient. Additional information has been requested but not yet received.